Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced pain and testicular swelling, coincident with automated peritoneal dialysis therapy. The cause of the event was unknown. The patient was hospitalized for the event. On unreported date(s) during the hospitalization, the patient was treated with high volume fluid (specific fluid, route, frequency, and duration not reported) and received two treatments of hemodialysis therapy for the event. On an unknown date, peritoneal dialysis therapy was discontinued for approximately two weeks. One day prior to the receipt of this report, the patient was discharged from the hospital. The patient was recovering from the event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The event history log review revealed no device failure or malfunction was identified that could have caused or contributed to the reported difficulty. However, one instance of increased intraperitoneal volume (iipv) was recorded on the logs (reference cmplnt(B)(4)). The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the reported problem. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. A check of the pneumatic system found the pneumatic system working to specifications. A short simulated therapy was successfully completed without any delays or alarms. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.